Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited difficulties stablishing telemetry with the communicator. Troubleshooting was attempted to be performed without success. Technical services informed the patient about a radio frequency (rf) issue and that the radio frequency (rf) setting must be changed at the heath care facility. Troubleshooting was performed and the issue was able to be resolved. This device remains in service. No adverse patient effects were reported.